Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07178 related manufacturer reference number: 1627487-2024-07180 related manufacturer reference number: 1627487-2024-07181. It was reported that the patient experienced ineffective therapy following a fall few months ago. Diagnostics revealed high impedances on all the leads. As such, surgical intervention may take place at a later date to address the issue.